Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm boards and cables were reseated and the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down during a case. There is no report of pt injury.